Event description:
It was reported that the patient implanted with this pacemaker presented to the hospital after falling. Interrogation of the device with a programmer found that the device had reached end of life (eol) one month ago. It was unknown when the device was last checked in clinic and the device history was also unknown. The patient was admitted to the hospital for urgent device replacement. Surgical intervention was undertaken. The device was explanted and replaced. No additional adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
It was reported that the patient implanted with this pacemaker presented to the hospital after falling. Interrogation of the device with a programmer found that the device had reached end of life (eol) one month ago. It was unknown when the device was last checked in clinic and the device history was also unknown. The patient was admitted to the hospital for urgent device replacement. Surgical intervention was undertaken. The device was explanted and replaced. No additional adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. The product has been received for analysis.